Event description:
It was reported that pump experienced repeated malfunction alarms, with customer stating that malfunction occurred three times including once on 4/12/26, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer performed pump reset independently, which prevented confirmation of fault details, and technical support arranged pump replacement as resolution.